Event description:
It was reported that the ventricular lead had eroded at the pacer site due to an infection, and exhibited threshold issues. The lead was capped. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.